Manufacturer narrative:
Correction: lot and catalog numbers removed. An event regarding  dislocation involving an unknown hip was reported. The event was confirmed through review of the provided x-ray by a clinical consultant.    Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms dislocation, need additional translated information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, additional translated information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The subjects was performed the right knee artificial unicondylar joint replacement procedure on (B)(6) 2018. The subjects recovered very well and discharged from hospital on (B)(6) 2018. The subjects feel pain on his left hip joint. After confirmed by doctor, the subjects left hip joint was dislocated. The patients' left hip joint feel pain. The doctor performed the surgical reduction of dislocation of left hip joint to patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The subjects was performed the right knee artificial unicondylar joint replacement procedure on (B)(6) 2018. The subjects recovered very well and discharged from hospital on (B)(6) 2018. The subjects feel pain on his left hip joint. After confirmed by doctor, the subjects left hip joint was dislocated. The patients' left hip joint feel pain. The doctor performed the surgical reduction of dislocation of left hip joint to patient.